Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the helical blade inserter (part #: 03.037.024, lot #: unk) was received at us cq. Upon visual inspection at cq, it is observed that the red epoxy line marking on the shaft of the device near the distal end and other yellow and red markings on the proximal end were missing. It was observed that the cylindrical mid-shaft component of the device had severe scratches/nicks and it was chipped. The missing epoxy was investigated under corrective and preventative action (CAPA) and does not require any additional investigation for this defect. No other issues were observed with the remaining features of the returned device. Functional test: the functional inspection was performed on the returned devices at cq. Both devices, blade/screw guide sleeve (p/n: 03.037.017) and helical-blade inserter (p/n: 03.037.024) were received in assembled condition. When attempted to disassemble the devices, the blade/screw guide sleeve was stuck in the helical blade inserter and was unable to disassemble. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed investigation conclusion: the complaint is confirmed for the helical blade inserter as both received devices were unable to disassemble. While a definitive root cause for the reported problem cannot be determined, it is possible that the device might have encountered unintended forces. The missing epoxy was investigated under CAPA. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the helical inserter is stuck inside the blade/screw guide sleeve. The helical blade inserter usually comes back out of the guide sleeve but it is impacted and stuck. It did not come out and was found out a day after the inspection. This report is for one (1) helical blade inserter. This is report 2 of 2 for complaint (B)(4).